Manufacturer narrative:
The reported event of high defibrillation impedance was not confirmed. As received, a complete lead was returned in one piece with the helix in the retracted position and clogged with dried blood and tissue. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual and x-ray inspection of the lead revealed no anomalies except for procedural damage.

Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. An x-ray was performed and no anomalies were observed. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.